Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented in clinic. Upon interrogation, it was noted that the implantable cardiac monitor was in reset. No intervention was performed. The condition of the patient is unknown.